Manufacturer narrative:
Per additional information received 8/30/16, this was not noticed out of the package. The fracture was at the section of the catheter shaft in between the cuff and bifurcate. It was during postoperative. No patient injury was reported. The cleaning solution used is unknown. There were no instruments used in the location of the crack.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 6/07/2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter was fractured at the junction of the cuff and the bifurcation.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was not returned to the site for analysis and investigation, however one picture was provided by the customer. Visual evaluation of this photo was performed; and it revealed a catheter separated in two sections, it was fractured between the hub and the cuff. Additionally, there were observed signs of use in the catheter (blood residues). Based on the photo evaluation, the catheter was fractured after being in use for an undetermined amount of time. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Do not use acetone on any part of the catheter. Aqueous-based povidone iodine, except, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. The catheter was fractured after being manipulated by the customer for an undetermined amount of time; therefore there is enough information to discard manufacturing activities as a potential root cause. Based on the photo provided, no defective conditions with the material could be identified. The most probable root cause could be due to excessive force, sharp objects, or inappropriate use of cleaning agents. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.